Event description:
The complainant reported during impella mechanical circulatory support, the automated impella controller sounded an alarm with an alarm message for purge pressure low. It was noted that the alarm was ongoing. Actions taken to resolve the alarm issue is unknown as well as the status of the patient as a result of the event. However, there was no report or indication of any adverse effects to the patient.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.